Manufacturer narrative:
It was reported a surgeon was getting air bubbles through the insertion needle while attempting to insert a central venous catheter. The reporter states there were three failed subclavian insertion attempts and one femoral attempt-using product (ecvc6120). External jugular IV access was obtained. Reporter states, no serious injury to the patient occurred. Sample has been returned for evaluation. Awaiting final report details. Due to the reported nature of the incident, medical intervention, and in an abundance of caution, this medwatch is filed. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It has been reported, that a surgeon was getting air bubbles through the insertion needle while attempting to insert a central venous catheter. As a result, a patient experienced multiple sticks and more than one attempt at insertion.